Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernias. It was reported that after the implant, the patient experienced recurrence, mesh migration, adhesions, scar tissue, pain, bulge, and spermatic cord involved. Post-operative patient treatment included hernia repair with new mesh, revision of mesh, removal of mesh, and blunt dissection.